Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012261990); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012286106); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block, following valve placement, left bundle branch block was noted. The patient's heart rate was approximately 70 to 80 beats per minute (bpm), however. Due to concern for complete heart block, the patient left the surgery with a temporary pacemaker in place and the backup pacing was set to 60 bpm.